Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump while it was in use. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge using proper techniques, and the customer was able to successfully load the cartridge and resume insulin therapy.